Event description:
The customer reported that his evis exera iii video system center was not producing an image during procedure preparation. According to the initial reporter, how the procedure was completed is unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report his event. During the call, the customer stated that it appears he has lost video when using legacy scopes with the front panel of the subject device. Customer went on to note that this problem is occurring in multiple rooms with multiple scopes. Tac advised a few trouble-shooting options including obtaining a known 'good' scope and cable to test against the units at the facility. Customer states that he will trouble-shoot further and call back to schedule a return of the subject device if needed. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the reported event could not be identified. However, it¿s likely the cause is related to the video connector socket being damaged due to deterioration. Olympus will continue to monitor field performance for this device.